Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding and endoleak were confirmed on the returned films; however, the cause of the events could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Based on the pre-implant neck diameter measurement provided, there was no stent graft excessive oversizing that could have been attributed to the infolding. The endoleak type could not conclusively be determined. Endoleak interrogation via selective angiograms (injecting contrast from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not provided for review. While a type ia endoleak (possibly related to the infolding) could not be ruled out, it is equally possible that this was a type iiic endoleak from the left chimney stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that 2 radiant chimney stents were implanted in the left renal artery during the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to film evaluation summary- type iiic endoleak removed the reported stent graft infolding and endoleak were confirmed on the returned films; however, the cause of the events could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Based on the pre-implant neck diameter measurement provided, there was no stent graft excessive oversizing that could have been attributed to the infolding. The source of the endoleak could not conclusively be determined. Endoleak interrogation via selective angiograms (injecting contrast from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not provided for review. While a type ia endoleak (possibly related to the infolding) could not be ruled out, it is equally possible that this was a proximal endoleak from the left chimney stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the endoleak did not lead to an adverse event. It was clarified that one radiant stent was implanted within the right renal artery and one within the left renal artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during chevar treatment of a an abdominal aortic aneurysm as part of the post market enchant study. The infrarenal aortic neck diameter distal to the left renal artery measured 30 mm. The infrarenal neck was noted as short, with no thrombus and mild calcification, and had an angulation of 33 degrees. The maximum aaa diameter measured 58 mm. It was reported that contrast cts taken one month post the index procedure reviewed by corelab identified a type ia endoleak and stent graft infolding. The site reviewed the imaging and agreed with the core lab review. The cause of the endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.